Event description:
The following info was provided on a device tracking registration form: not implanted due to dislodgement, discarded after retrieved with a snare. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicates, stent retrievals (use of add'l wires, snares and/or forceps) may result in add'l trauma to the vascular access site.